Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. The customer stated that she had been having blood glucose levels in the 400mg/dl range and her current blood glucose value is 407mg/dl. Customer reported that they had contacted their healthcare professional regarding the high blood glucose levels. The drive support cap appears normal. The insulin pump will not be returned for analysis.